Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an unrelated MRI. It was reported that the scs had not been working for 3 years. There were no patient symptoms reported. The caller did not provide follow-up contacts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-19. The patient stated that their implantable neurostimulator (ins) battery ceased to recharge a year ago. The patient noted that they do not have their recharger. The patient stated that their battery and leads were still in them. Additional information was received from a patient on 2017-jun-28. The patient reported having an unrelated procedure in (B)(6) 2015 after which they tried to charge their ins but were not able to charge, unable to connect, and had poor communication. The patient noted that they left their recharger in the rehab facility for their unrelated procedure. Their last charging session was more than one to three months ago. The patient noted that they do not have a healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on 2017-jul-24. The rep stated that the patient¿s implantable neurostimulator (ins) was overdischarged from not using their device for greater than one year. The rep performed a trickle charge and the patient plans to charge their device to 100%. The rep would make a follow up appointment to clear the power on reset (por) and for reprogramming. The issue was not yet resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.